Event description:
The doctor claims that more sutures were used than usual to anastomose the patch and the patch subsequently leaked more blood then usual from its suture line. The actual quantity of blood that leaked was not reported. The leakage was stopped with a nedd tabotamp. The patient's condition is good.

Manufacturer narrative:
Since nothing is to be returned for evaluation, the incident cannot be confirmed or denied. The mfg batch records for the device were reviewed. The batch records were not atypical - there are no similar incidents against this batch. Note: section d9 has been changed to "no".